Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with normal anatomy, the valve dislodged and moved aortic upon release from the delivery catheter system (dcs). It landed at 0 millimeter (mm) depth. Due to calcium, the valve was under expanded and post dilation was required with a 25 mm unspecified manufacturer balloon. Upon inflation of the balloon, the valve dislodged into the sinuses. Subsequently, a second valve was implanted and a good seal was gained at a lower depth to ensure additional aortic movement. No additional adverse patient effects were reported.